Manufacturer narrative:
The cycler was received for evaluation and successfully passed testing. All devices must meet quality requirements and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 17 may 2024 from the health care professional (hcp) of a 21 year old female with a medical history including end stage renal disease, who stated the patient lost an unspecified amount of blood during treatment and expired on (B)(6) 2024. Additional information was received on 28 may 2024 from the hcp who stated the patient was found in a confusional state and experienced a cardiac arrest. An unknown amount of blood was noted leaking from the connection point between the venous line and a third-party dialyzer used with the device (manufacturer not provided). The patient was resuscitated by emergency medical services and transported to hospital where they had a repeated cardiac arrest. Per the hcp, resuscitation was unsuccessful, and the patient expired at an unspecified time. The cause of death was given as major hemorrhage cardiac arrest.